Manufacturer narrative:
A ge service representative performed an over the phone investigation. The remote user interface connection was repaired during the service call.

Event description:
The customer reported that the 9900 system locked up. No pt injury was reported.